Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for an hour. The transmitter came back in range when patient removed the synthetic material blocking it.